Event description:
This was a left ventricular assist device (lvad) heartmate 2 who came to the ed with low flow alarms and a syncopal event at home. Thought to be "dry" and was given fluids in the ed. Labs unremarkable. He was admitted and transferred as a floor level of care. He arrived to the unit at 0118. At 0120 he had a red alarm, no flow as he was sitting on the side of the bed, and another at 0130, patient asymptomatic. The lvad coordinator was in the room by 0145 and he again had a no flow alarm. The controller was changed out at that time, with normal parameters initially, patient remained asymptomatic. Patient then had red alarm, no flow, patient was initially stating he felt ok, but then lvad did not restart and patient lost consciousness. Patient's chest was auscultated, no lvad hum heard. At that time CPR was started and code blue was initiated but resuscitation efforts were unsuccessful.